Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer is a new tandem pump user and has not been trained on how to use the pump yet. The customer prematurely charged pump upon receiving it and it began displaying pump reset alarms in pump history alarms. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.